Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient returned to theatre on (B)(6) 2021 for removal of norian bone void filler due to foreign body reaction. The patient experienced oozing from surgical site. The norian was removed in pieces and discarded and patient was treated with antibiotics. The patient outcome is reported as satisfactory at this point. The primary procedure was performed on (B)(6) 2021. This report is for one (1) norian reinforced fastsetputty bone void. This is report 1 of 1 for complaint (B)(4).